Manufacturer narrative:
(B)(4).

Event description:
Customer called to report the device was giving the "remove and reinsert battery" message. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.